Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the transfer error the site was having was able to be fixed by bypassing the imaging system's bulkhead. The site was able to bypass and go straight to the computer. Additional information was received stating that the ethernet cable was completely undone and unplugged from the computer on the mobile view station (mvs). They were able to reestablish the connection. The bulkhead doesn't need to be replaced. No patient was present.